Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that four months after the implant the ventricular sensing was decreasing below 2 mv and during the lead replacement it was noticed that the lead was damaged in the "upper part". No patient complications have been reported as a result of this event.